Event description:
It was reported that during a low anterior resection procedure, the device would not cut, but did staple. Another device was used to complete the case. There was no adverse patient consequence.